Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow up check of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system, a message to check the shocking lead was noted. Shock lead impedance in daily measurements had two out of range values a month ago. No noise on shock channel and other lead diagnostics were within normal limits. Boston scientific technical services (ts) discussed issue and provided troubleshooting options. Additional information was received that the device was checked last month and was working fine. No intervention was planned for the patient. The patient will continuously be monitored. No adverse patient effects were reported. The device and lead remain in service.

Event description:
Boston scientific received information that during routine follow up check of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system, a message to check the shocking lead was noted. Shock lead impedance in daily measurements had two out of range values a month ago. No noise on shock channel and other lead diagnostics were within normal limits. Boston scientific technical services (ts) discussed issue and provided troubleshooting options. No intervention was planned for the patient. The patient will continuously be monitored. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4).